Event description:
A user facility reported a patient experienced a burn following a fraxel treatment. The fraxel was used on the 1550 wavelength at 60mj. Patient skin type being treated was skin type 5 and patient was receiving treatment on their scars. No further details about the event are known at this time. The patient status and outcome are not known at this time. Available pictures were reviewed by the solta medical reviewer. Blisters are visible on probably scar tissues. The quality of the pictures is low, and the area of the body is unclear.

Manufacturer narrative:
Solta medical made multiple attempts to obtain more information about the event and the system, however it was unsuccessful, and it appears no response will be forthcoming. No product was requested for evaluation. The fraxel treatment tips do not delivery any energy and no treatment data is stored on the tip itself; there is no information to gather from their return. The exception to this would be if the fraxel tip plastic housing or component scratched the patient. For other reported events, tips are not a viable source of evaluation data. The system has no data logs that can be reviewed. According to fraxel dual 1550/1927 laser system user manual, burns and blisters are known possible complication after fraxel treatment. Blistering or burns may develop over the treated areas. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No serial number was provided for this event therefore no review of manufacturing records could be performed. Due to the lack of information provided by the customer, no causal factors can be determined and no conclusions can be drawn. No corrective action is necessary at this time.